Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The device remained implanted and thus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Relevant imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned events for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post procedure care. The device stenosis was confirmed per medical record received. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had a medical history of chronic kidney disease (ckd) and hyperlipidemia, which are well-known factors for developing bioprosthetic valve calcification/leaflet thickening, leading to stenosis. As such, available information suggests that patient factors (ckd, hyperlipidemia) may have contributed to the device stenosis. The event of paravalvular leak was confirmed per the medical record received. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the pvl is unknown but may be related to the mechanisms above. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 1 year and 8 months post-implant of a 23mm sapien 3 ultra (s3u) valve in the aortic position, the patient presented with increased gradients. The patient was experiencing shortness of breath. A heart catheterization was planned to further assess the increased gradients. The tee from 1 year and 8 months post-implant was reviewed by edwards lifesciences proctors and the following was observed: there was adequate leaflet excursion, no vegetations or masses, mild thickening at the commissure between the ncc and lcc, and there was mild-moderate paravalvular leak (pvl) between the ncc and lcc. The mean gradient through the s3u shown on the study was 33 mmhg. Additional information was received from the field clinical specialist. The patient presented with dyspnea on exertion and fatigue. Patient had tee completed in the procedure area and it was found that ava was 0.7 and gradient 19mmhg. The valve leaflets appeared to be functioning normally, but flow did appear turbulent. Moderate pvl was observed on tee. The physician felt that the gradient was higher than what was measured, so a heart catheterization was performed to measure invasive gradients. Heart catheterization revealed an invasive gradient of 28mmhg. The team decided to perform a valvuloplasty using a 22 mm balloon. After post-dilation of the valve, the invasive catheterization gradient measured 14 mmhg. Tee demonstrated a gradient of 7 mmhg with ava 1.17 and decreased turbulent flow noted with no pvl.